Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a lesion with minor calcification <(> <<)>20% in the av fistula using the admiral xtreme dilatation balloon catheter. It was reported that the admiral xtreme device was advanced to the target lesion with steep angulation in the ulnar artery and then inflated to rbp as per IFU. The balloon ruptured radially and the balloon tip detached. The detached balloon tip remains in the patient. It was reported that there was no injury to patient.

Manufacturer narrative:
Deformation problem related to operational context (event most likely procedural related). Unapproved use of device (device is not indicated for use in the a-v fistula as per IFU). Operational context contributed to event (event most likely procedural related). Off-label, unapproved, or contraindicated use (device not indicated for use in the a-v fistula as per IFU) .

Event description:
Evaluation summary: there is a slight kink along the shaft. Only the proximal half of the balloon was present on returned device. A circumferential cut was noted as a consequence of the radial burst. The distal half of the balloon was not returned for analysis. The two radiopaque markers, the marker tube and the distal tip had no damages. Image review: two images were received. One image is an angiographic image of the relevant balloon inflated in the a-v fistula. The tight curvature of the fistula is shown. The second image is the picture of the distal portion of the catheter after the procedure to show the balloon rupture and the detachment.

Manufacturer narrative:
Results: based on the information available no root cause can be determined, evaluation in progress. Conclusion: evaluation in progress. (B)(4).